Event description:
It was reported that the patient had been hospitalized due to hyperglycemia on (B)(6) 2025 at (B)(6) university hospital. The patient's blood glucose levels reached 29 mmol/l (522 mg/dl) with ketones of 1.9 while wearing the pod between 5 and 24 hours on the leg. It was noted that fluid was observed on the skin. Symptom reported include vomiting. At the hospital, the patient was given fluids to treat the hyperglycemia. The patient was discharged the same day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was noted that fluid was observed on the skin. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone: data not available. Cloud - omnipod 5 software app version: data not available. Cloud - smartphone operating system: data not available. Cloud - smartphone hardware: data not available. Cloud - cgm sensor type: data not available.